Event description:
Procedure type: colon resection. According to this reporter: from the beginning of surgery, the device could not cut since it slid from jaws. The jaws seemed misaligned. Another device was used to complete the surgery.

Manufacturer narrative:
(B)(4).